Event description:
Opened malyugin ring to sterile field; scrub tech handed instrument to surgeon; surgeon advanced instrument and noticed it was bent made contact with patient ; removed instrument and another malyugin ring opened to sterile field to use on patient. Manufacturer response for malyugin ring, malyugin ring (per site reporter). Pending.

Event description:
Opened malyugin ring to sterile field; scrub tech handed instrument to surgeon; surgeon advanced instrument and noticed it was bent made contact with patient; removed instrument and another malyugin ring opened to sterile field to use on patient. Manufacturer response for malyugin ring, malyugin ring (per site reporter). Pending.